Manufacturer narrative:
The suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis lab and evaluated. The reported problem was duplicated and cause isolated to the exhalation pressure transducer. This is addressed through an internal investigation.

Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated a "vent inop" (ventilator inoperative) error. An attempt to calibrate the unit was performed by the customer but failed circuit pressure and exhalation pressure; the customer attributed the cause of the problem to the main pcb board. The ventilator was not in use on a patient when the problem occurred. There were no reports of harm, associated with the event, received by carefusion.